Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the patient experienced discomfort occasionally and the right ventricular (rv) lead exhibited under-sensing. No interventions or changes were reported, and no patient consequences were reported.